Event description:
Allegedly the patient complained of pain. This component was removed during the revision of another component.

Manufacturer narrative:
Conclusion: no device failure. The product was not returned. (B)(4) - evidence that product in specification when used, undetermined.

Manufacturer narrative:
Device #3: investigation is not complete. Trends will be evaluated. No complaint was stated against this device. Additional information has been requested regarding this event. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00793, 00794.